Manufacturer narrative:
Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The device was received for evaluation by the manufacturer and the investigation is in progress. A supplemental report will be submitted upon completion of this activity.

Event description:
It was reported that patient's blood glucose (bg) levels reached 16.7 mmol/l (300 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. When the pod was removed it was noted that the cannula appeared bent. To treat the patient's elevated bg levels, correction boluses were administered and a new pod was applied.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No bend or kink was observed in the cannula. No malfunction or other product conditions were found that would have contributed to the reported hyperglycemia.